Event description:
Edwards received information that a patient had a bioprosthetic mitral valve implanted. Post procedure (after an unknown duration) central jet was found and was abnormal so the surgeon decided to explant and implant a mechanical valve. No further information was provided.

Event description:
Operation notes indicated "toe showed huge central leak hence cpb reestablished." The surgeon reported that the patient recovered well.

Event description:
Edwards learned through follow up with the healthcare provider that the device was explanted at implant.

Manufacturer narrative:
Device evaluation: the device was returned to edwards for visual evaluation. As received, the leaflets exhibited characteristic markings which indicated suture was looped around commissure 3. Suture track and permanent indentations were present on the free margins of leaflets 2 and 3 and cusp area of leaflet 2 at commissure 3. These indentations were most likely left by suture that was tied tightly down and against commissure 3, thus leading to a gap at the coaptation region. X-ray showed slightly bent commissures 2 and 3. These damages were most likely due to explant or implant. Blood and suture holes were evident around the sewing ring; however there was no suture on the sewing ring. X-ray. Additional manufacturer narrative: the device history record was reviewed and showed that this device met all manufacturing specifications for product released prior to distribution. No issues were identified that would have impacted this event. Customer complaint of "central leak" could be confirmed by visual observation. Suture looping may occur during a mitral valve replacement due to a surgeon inadvertently looping a suture over one of the commissural posts. This is not a result of product malfunction; however, this may result in mild to severe regurgitation and if undetected while still on bypass, it may require subsequent re-intervention. Based on the information received the root cause is indeterminable; however, the suture loop likely contributed to the event.

Manufacturer narrative:
Device was not returned. Additional manufacturer narrative: the device was not returned. Without return of the device the clinical observation could not be confirmed. Regurgitation originating from the central coaptation point of a valve is known as central leak, and can occur if the motion of the leaflet cusps is restricted. Central leaks are classified as acute or chronic. Acute central leaks observed in the peri-operative period usually occur from technique related issues such as suture looping or chordae entrapment at the mitral position. Another technique related issue is valve distortion during implant which may result in a dropped leaflet or asymmetric coaptation. These techniques are not typically the result of product malfunction; however. They may contribute to mild to severe regurgitation and if undetected may require reoperation. Almost all pericardial bioprosthesis have some level of central leak postoperatively, especially when systolic pressure is low and prior to protamine administration and is usually tolerated by patients. Central regurgitant jets observed in studies conducted on the perimount pericardial valve in the immediate post-implant setting have been evaluated to be trivial in magnitude, size, and velocity. Edwards conducts manufacturing and inspection tests to ensure optimum functionality of each valve prior to final distribution. Such tests used to evaluate if edwards' valves meet specification include forward flow testing to determine the pressure gradient across the open valve and a coaptation test under constant hydrostatic back pressure to visually evaluate the coaptation of the leaflets. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The device history record was reviewed and showed that this device met all manufacturing specifications for product release for distribution. No issues were identified that would have impacted this event. (B)(6).